Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of over 600 mg/dl with moderate ketones. Cause was not known. Customer administered a correction injection to address the bg. Recommendation was made to consult a healthcare provider in regards to diabetes management.